Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Correction to field b5. Describe event or problem and f10. Patient code. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was successfully interrogated and completed a memory dump. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The longevity calculation for this device passed or was not applicable. The infection or infection related allegation could not be confirmed by lab analysis and was concluded as known inherent risk of the device.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had methicillin-resistant staphylococcus aureus (mrsa) infection. Furthermore, pus was pouring out of incision site. Additionally, patient was given an antiplatelet drug, and this resulted to a hematoma. No additional adverse patient effects were reported. The device was not returned for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had methicillin-resistant staphylococcus aureus (mrsa) infection. Furthermore, pus was pouring out of incision site. No additional adverse patient effects were reported. The device was not returned for analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.